Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 3 of 3 mdrs filed for the same patient (reference 0001825034-2016-03496 / 03497 & 04727).

Event description:
During a hip revision procedure, a transverse femoral fracture was noted as the stem was removed. The femur was reconstructed using bone reduction clamps and cables.